Event description:
The patient performed a blood glucose test on the suspect device and obtained a result of 88 mg/dl. Patient took two, 1000 mg doses of glucophage and went to bed. Patient experienced a hypoglycemic event and emergency medical technicians were called. The emergency medical technicians checked pt's glucose on their equipment and the level was 26 mg/dl versus a result on the suspect device of 135 mg/dl. Patient was treated with a dextrose IV and taken off the oral meds. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.